Event description:
It was reported that they heard a grinding noise near the connections from the unit and holster. The dc adapter for the green cable keeps spinning when the unit is turned off. There was no pt consequence reported. Case was completed using the unit.

Manufacturer narrative:
Evaluation summary: upon further review of the service report, there were no functional issues found during servicing. The device was functionally tested, met all product requirements and returned to the customer. However, during routine servicing procedures service bulletins were performed as applicable.